Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair and cystoscopy w/ suprapubic tube insertion due to pop, cystocele, rectocele and msui. It was reported that patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, bilateral retrograde insertion, and vaginal mesh excision on (B)(6) 2013 and (B)(6) 2013 due to pelvic pain with mesh extrusion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent repair of abdominal incisional hernia, removal of excessive fat and scar tissue, abdominal reconstruction on (B)(6) 2013. No additional information was provided.